Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements in the right ventricular (rv) channel. Trending displayed a few pace impedances spikes from approximately 600 ohms range up to the 2500 ohms range. There were no stored episodes with noise. Boston scientific technical services recommended further testing. Additionally, the plan is to have the patient continue their routine follow up and continue to be monitored via latitude home monitoring system. The involved rv lead is a non-boston scientific product. No adverse patient effects were reported. This ICD remains in service.